Event description:
The customer's mother reported that the insulin pump had a motor error alarm and multiple no delivery alarms. Customer's mother reported that the no delivery alarms had been a recurring issue for a couple of weeks leading up to the call. Blood glucose level at the time of the incident was 400 mg/dl. The customer's mother was advised that the insulin pump would be replaced but declined to return the device for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm tests. No motor error alarm was noted and the motor passed the motor test. The insulin pump had minor scratches on the display window, cracked case near the display window corners, and cracked reservoir tube lip. No motor position encoder error alarm was noted. No unexpected excessive no delivery alarm was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.